Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was not able to lock in place when inserted into pump. The customer's blood glucose was 304 mg/dl at the time of incident. The customer was advice to discontinue use of the pump and revert to a back-up plan per health care professional instruction. Advice the pump will need to be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.